Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedances out of range on several checks, elevated thresholds, and noise signals. The physician elected to replace the rv lead with a new one and surgically abandoned the existing. A fluoroscopy was performed at implant, but there was nothing detected. No additional adverse patient effects were reported.